Manufacturer narrative:
Product complaint pc b)(4). Component code: g07002- device not returned to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Other relevant patient history/concomitant medications product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a metacarpal fracture procedure on (B)(6) 2020 and the suture was used for over-suturing. Half an hour after the surgery, there was no abnormality. About 1 hour after the surgery, the patient was found to have erythema and inflammation around the wound. Anti allergic treatment was given. No further information is available.